Event description:
The customer reported to customer service that her pump in style has high suction even at the lowest setting. This has caused her pain and she has sores on her nipples. The customer has received medical treatment due to an infection. She has received 3 different topical creams and an antibiotics.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to obtain additional information are ongoing. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Issues related to high suction for the pump in style breast pump were investigated under (B)(4). The investigation found that the cause was either undeterminable (no problem found when tested), missing flag (investigated under (B)(4)), high cycling resulting from general wear as the product was used beyond it's recommended usable life or that the pump was manufactured with a pc board that met vacuum specifications at that time, but not currently. Because the product was not returned, the cause cannot be determined. No corrective action resulted. Complaints will be monitored for trends for consideration of future corrective action, if necessary.